Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, programmed in aai mode, showed a flat electrogram (egm) channel with atrial pacing markers despite using two different programmers. The egm screen, when adjusted for gain, displayed only noise. Sensing was verified to be on, and the device was set to unipolar pace and bipolar sense. Technical services explained that unipolar stimulation with a subcutaneous implantable cardioverter defibrillator (sicd) is contraindicated, as noise makers on the sicd would potentially prevent therapy delivery. Concerns were raised about the device not sensing properly, which could lead to unipolar pacing during ventricular arrhythmias, potentially causing issues with arrhythmia detection. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker, programmed in aai mode, showed a flat electrogram (egm) channel with atrial pacing markers despite using two different programmers. The egm screen, when adjusted for gain, displayed only noise. Sensing was verified to be on, and the device was set to unipolar pace and bipolar sense. Technical services explained that unipolar stimulation with a subcutaneous implantable cardioverter defibrillator (sicd) is contraindicated, as noise makers on the sicd would potentially prevent therapy delivery. Concerns were raised about the device not sensing properly, which could lead to unipolar pacing during ventricular arrhythmias, potentially causing issues with arrhythmia detection. No adverse patient effects were reported.